Manufacturer narrative:
The device was serviced, and the service engineer (se) confirmed that the "check vent: blower temperature high" alarm (1122) had occurred at the service center. The se also confirmed that the alarm was recorded in the event log. The se then reported that the motor control board was replaced to resolve the issue. No other abnormalities were found.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: blower temperature high" error code (1122). There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated by a service engineer (se), and it was reported a review of the event log was performed, and that error code 1122 (check vent: blower temperature high) was logged. It was determined by the se, that the motor controller board would need to be replaced to resolve the issue. A quote was provided to the customer. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).